Event description:
MFR received a report from an attorney. The letter stated that a patient was being moved into a bed holding a support bar when the support bar broke and caused the patient to fall to the floor. This allegedly resulted in the patient reinjuring his left knee. The device involved in this incident has not yet been returned for evaluation.